Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure and a force sensor test. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6-nov-2024. H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. The reported complaint was not verified or replicated. The bottom case was replaced due to a large crack on the case. The battery pack was also replaced due to not being an OEM battery. The pump passed all performance verification testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.